Manufacturer narrative:
(B)(4). The customer reported to have inspected the device and found an error code relevant to the reported incident recorded in the ventilators memory logs. The connections to the compressor were checked and the compressor printed circuit board was found to have a fault.

Event description:
It was reported that, the compressor on an 840 ventilator was inoperable. Although requested, information pertaining to the use of the device at the time of the reported event and patient outcome (if applicable) has not been provided.